Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged. During the lead revision, the lead helix was unable to be retracted or extended after numerous attempts. It appeared that there was tissue or blood clogging the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. There was blood on the proximal conductor. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure. If information is provided in the future, a supplemental report will be issued.